Manufacturer narrative:
Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient observed low flow alarms however remained asymptomatic. Upon interrogation of the device, it was reported to be flowing at about 1.5 to 2 liters and did not change with activity. CT confirmed an outflow graft twist. The patient was taken to the operating room and the graft was simply untwisted and the clip that was not available at the time of implant was added. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of low flow alarms; however, the report of an outflow graft twist could not be confirmed as there were no CT images or photos submitted and there is no product available for evaluation. The submitted controller periodic log file captured calculated flow starting to decrease on 08feb2019 to values as low as 1.1 lpm on(B)(6) 2019. The controller event log file captured calculated flow ranging between 1.0 and 1.6 lpm from 05:01:04 am through 01:01:32 pm on (B)(6) 2019, and a persistent low flow hazard alarm was noted due to the flow remaining below the low flow threshold of 2.5 lpm. Based on previous complaint experience, the reported outflow graft twist could have contributed to these events; however, a specific cause for the low calculated flow values could not be conclusively determined through this evaluation. Despite the decrease in calculated flow, the pump appeared to have functioned as intended throughout the duration of the submitted data. The patient remains ongoing on the device and no further related issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.